Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), novofine was broken off under the skin (needle issue). Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "novofine was broken off under the skin" beginning on (B)(6) 2018, and concerned a (B)(6) year-old male patient who was treated with novofine 32g 6 mm (needle) from 2008 and ongoing due to "type 2 diabetes mellitus". Patient's height: 167 cm. Patient's weight: (B)(6) kg. Patient's bmi: 26.892. Medical history included type 2 diabetes mellitus (since 2008). Concomitant products included - novolin 3r penfill (insulin human) suspension for injection, 100 iu/ml --/--/2008 to unk. It was reported that patient started novofine 32g 6 mm needles in 2008. The patient used the needle for subcutaneous abdominal injection; the needle was inserted vertically and changed every time. On (B)(6) 2018 at 18:00, the needle was broken off under the abdominal subcutaneous skin when the patient was pulling out it. The needle was broken at the junction. The needle was used according to the requirements and stored normally. The patient then went to see a surgeon due to the event and was diagnosed as traumatic abdominal foreign body. The patient received a surgery to get the broken needle out from the abdominal subcutaneous skin. The blood glucose was normal when the event was occurred. The patient would continue to use other novofine 32g 6 mm as subcutaneous injection. Information regarding batch number has been requested. Action taken to novofine 32g 6 mm was not reported. On (B)(6) 2019 the outcome for the event "novofine was broken off under the skin" was recovered. Reporter comment: the patient suspects the quality issue of the novofine. The reporter considered the event as probable related to the novofine.

Event description:
Case description: this serious spontaneous case from china was reported by a consumer as "novofine was broken off under the skin" beginning on (B)(6) 2018, and concerned a 78-year-old male patient who was treated with novofine 8mm (30g) (needle) from unknown start date and ongoing due to "type 2 diabetes mellitus". Concomitant products included - novolin 30r penfill (insulin human). It was reported that patient started novofine needles in 2008. The patient used the needle for subcutaneous abdominal injection; the needle was inserted vertically and changed every time. The patient would continue to use other novofine as subcutaneous injection. Action taken to novofine 8mm (30g) was not reported. Batch number of novofine 8mm (30g) was reported. Investigation results: name: novofine® 30g 0.3*8mm, batch number: 17f03l. The product was not returned for examination. Microscopic examination performed. The needle met specification. Needles tested for resistance to breakage. The needle met specification. A visual examination of the returned product was performed. With respect to back needle. There were no abnormalities related to the back needle. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Since last submission, the following information has been updated in the case suspect product was changed from 'novofine 32g 6mm' to 'novofine 8mm (30g)'. Batch number was updated. Manufacturing site address. Investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 25-feb-2019: as the device (novofine 8mm (30g)) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). H3 continued: evaluation summary. Investigation results: name: novofine® 30g 0.3*8mm, batch number: 17f03l. The product was not returned for examination. Microscopic examination performed. The needle met specification. Needles tested for resistance to breakage. The needle met specification. A visual examination of the returned product was performed. With respect to back needle. There were no abnormalities related to the back needle. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question.